Event description:
Country of complaint: (B)(6). Thread is snapping easily.

Manufacturer narrative:
U.s. Reporting agent notified on (B)(6) 2014. Reported device not marketed in the u.s.; however, similar device is. Manufacturing site eval: samples received: 1 open cassette. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch. There are no units in our stock. The knot pull tensile strength of the samples received was tested and the results fulfil the requirements of the OEM. Final conclusion: the complaint is not corresponding (not justified).